Event description:
Report of device system explant due to "explant of infected pump received with pump returned for analysis. Follow up with hcp revealed the onset of the infection was in 2001 with explant on event date. Signs and symptoms were pocket erosion. No culture was reported. The pt was treated with IV and oral antibiotics. Total device system explant, and an attempt of revision for wound dehiscence. The post operative outcome was not reported - however, it was reported that the pt was deceased 2 days later with "cause of death unknown". Pt had history of many risk factors including decubitus ulcers, debilitated status, post op wound/skin contamination and was very thin.